Event description:
Info received indicates the pump delivered 9.39ml during testing. This is under the expected rate by more than 5%.

Manufacturer narrative:
Testing of the pump indicates it was below volumetric accuracy test parameters. Pump was calibrated to resolve the issue.